Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No add'l patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Health care professional reported balloon was inflated with 80ml of fluid by mistake. They tried to irrigate the flexiseal, but got confused by the different port.